Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2.5 months ago. The vessels were severely calcified and had some tortuosity. Approximately 1 month ago, the patient presented with leg pain, and a suspected limb ischemia was confirmed via ultrasound. A fem-fem bypass is planned for a later date; however, currently, it is unknown whether the patient returned for the procedure or not. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: graft occlusion, tortuous and severely calcified vessels. Conclusions: tortuous and severely calcified vessels.